Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited t-wave oversensing (twos), elevated sensing integrity counter (sic), and high-rate non-sustained episodes. Medical judgement was made not to make any programming adjustments. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the outputs were adjusted to match the current thresholds. It was noted that the patient is awaiting a heart transplant.

Event description:
It was further reported that the rv lead triggered additional lias and an alert for oversensing-noise. Additionally, stored episodes showed signs of double counting or twos on the rv lead when the patient went into an arrhythmia; however, it was noted by a health professional that the patient¿s arrhythmia complexes are wide thus contributing to double counting. It was also noted the rv lead exhibited non-capture and an increase in rv coil impedance post shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.